Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The visual inspection found the knife was trapped and the knife blade was exposed on the side of the jaw. The jaws could not open or close due to the trapped knife. The reported condition could not be confirmed. The device jaw could not be opened to perform a seal test due to the returned condition of the device. The knife could not advance forward or retract. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the knife trap to be a to user error. The instructions for use (IFU) sates, confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the vessels could not be sealed. Bleeding of less than 250cc was observed. An end tone was heard but no regrasp alarm. A new device was used using the same generator to complete the case. No patient injury.